Event description:
It was reported while using bd vacutainer® edta 2k one tube underfilled and the replacement filled sufficiently. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 13-dec-2024 investigation summary bd received one sample and seven photos for investigation. The returned sample was visually inspected and found to contain a low volume of blood. Functional tests, including a redraw test using colored water, were performed. The analysis of the photos indicated that the tube did draw additional water. However, the photos do not demonstrate the customer¿s reported failure mode of underfill, as the photo of the customer's sample tube compared to a retained tube appears to be the same. Functional tests were also conducted on ten retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume- underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® edta 2k one tube underfilled and the replacement filled sufficiently. No adverse impact was reported regarding the patient or user.